Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that there was alleged damage to an MRI cable from a saline leak caused by this system. There was no patient involvement. Additional information was received. There was a saline leak during a neuro soft tissue ablation procedure on 5/10 that happened at the male-to-male luer lock connector placed between 2 of the 4 catheters placed. The male-to-male luer lock connector was not a medtronic product, but was used between cooling catheter saline line connections. The leak did not cause any significant delay or have any impact on patient outcome. It was noted mid procedure that saline input vs output in the return bag were not matching and assumed the daisy chaining of additional cooling catheters accounted for this. A dwi scan was run mid procedure to make sure the saline wasn¿t leaking into the patient¿s head, which was confirmed by the scan it was not. Physical inspection inside the MRI around patient could not pinpoint a leak and it was decided to proceed with the final ablation. After completing the procedure and moving the patient off the MRI table, it was found that the saline had been leaking from one of the male-to-male luer lock connectors onto the MRI table underneath the piece the patient¿s head was resting on.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.